Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received erroneous roche diagnostics cobas elecsys anti-tpo results for multiple patient samples on a cobas e 411 immunoassay analyzer serial number (B)(4). The customer stated that the initial results were <5 iu/ml for all of the samples and the repeat results at a different laboratory were higher and in the normal range. One example was provided of an initial result of <5 iu/ml and a repeat result of 131 iu/ml. No erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. The customer was not performing qc routinely for anti-tpo. The qc results after the issue were low.

Manufacturer narrative:
The customer was using anti-tpo reagent pack 93437 of lot 288439. Based on review of the calibrations after the event, the calibration was "very low" and failed with the anti-tpo reagent pack 93437 of lot 288439. With a new anti-tpo reagent pack 117162, the calibrations were acceptable. The field service engineer ran qc that was not acceptable with anti-tpo reagent pack 93437of lot 288439. A sample used for correlation with the new anti-tpo reagent pack 117162 was acceptable. The investigation determined that a general reagent issue could be excluded. There was an unknown issue specific to the anti-tpo reagent pack 93437 of lot 288439. The investigation was unable to find a definitive root cause.